Event description:
A healthcare facility in arizona reported that the heater head of a iw930 cosycot infant warmer was cracked. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint iw930 cosycot infant warmer was not returned to fisher & paykel healthcare (f&p). Our investigation is therefore based on the and information provided by the customer. Results: the customer reported that the head of the subject iw930 cosycot infant warmer was cracked. Conclusion: we are unable to determine the cause of the reported event. Previous investigations into similar incidents have indicated that it is likely due to impact damage or the use of incorrect cleaning solutions. The warmer head of the iw930 cosycot infant warmer can be swivelled 130 degrees from the center and is susceptible to impact damage, particularly if the head is swivelled. Utilising incompatible cleaning solutions react with the polycarbonate plastic and acrylic components of the infant warmer. When the heater head begins to warm up during use, a chemical reaction with the incompatible cleaning solution results in gradual crazing and cracking of the heater head. It is also worth noting that the subject iw930 cosycot infant warmer is over 20 years old. The user manual for the iw930 cosycot infant warmer states - "ensure all warmer parts and accessories are checked before returning the device to service". - "caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hypochlorites, peroxides, glutaraldehyde or cleaning products with a greater than 30% alcohol base" - "caution the chemicals used in these proprietary cleaning products may lead to discoloration, crazing and eventual cracking of the highlighted plastic surfaces." The device technical/service manual also contains a checklist which specifies that users perform safety, performance and functional checks at least once a year.